Manufacturer narrative:
This report was submitted to correct the device product code and 510(k) number. The following sections were corrected: device product code: jey corrected to hrs. PMA/510(k) number: k121589 corrected to k142823.

Event description:
This follow-up report is being submitted to relay corrected and additional information.

Manufacturer narrative:
The product identity was confirmed in the evaluation. The driver was visually evaluated and was seen to be in good condition with minimal signs of wear. The driver was functionally tested by inserting a screw with a contra-angle blade into poplar. The driver was able to successfully seat the screw. The complaint for the broken driver could not be determined as the driver functioned as intended.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the driver felt like it was grinding during a procedure. The surgeon was turning the bottom handle and then the bottom gear broke while tightening. A backup was used to complete the surgery with a two minute delay. There was no patient injury.